Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 25 mmol/l. No further information provided.

Manufacturer narrative:
No motor error alarm was noted. The pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to perform the excessive no delivery test and occlusion test due to the prime/fill anomaly. The motor was tested outside the device and it passed. The pump also had a cracked reservoir tube lip and minor scratches on the lcd window.